Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received questionable results for two samples from the same patient tested for thyroid hormones. Of the thyroid hormones tested, the two samples had erroneous results for thyrotropin (tsh) on the e601 analyzer. No erroneous results were reported outside of the laboratory. The first sample initially resulted as 0.943 uiu/ml when tested on the e601 analyzer. The sample was repeated on an advia centaur analyzer on (B)(6) 2016, resulting as 28.76 uiu/ml. The sample was repeated on the same e601 analyzer on (B)(6) 2016, resulting as 0.830 uiu/ml. The sample was repeated on a second e601 analyzer on (B)(6) 2016, resulting as 0.874 uiu/ml. The sample was also repeated on an architect i1000 analyzer on (B)(6) 2016, resulting as 25.409 uiu/ml. The second sample initially resulted as 1.38 uiu/ml when tested on the e601 analyzer on (B)(6) 2016. The sample was repeated on an architect i2000 instrument on (B)(6) 2016, resulting as 38.56 uiu/ml. The patient was not adversely affected. The e601 analyzer serial number was (B)(4). The second e601 analyzer serial number was (B)(4).

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. A sample from the patient was requested for investigation, but could not be provided.